Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 1000 mcg/ml concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that pump alarmed about 5 days ago. Pump ran dry. Patient came in today for a refill. Pump was refill was today. At the time of this report, the issue had resolved and patient status was alive no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that patient missed refill. No further complications were reported.